Event description:
Healthcare professional reported right side, "suspected implant rupture and extreme pain". The device has been explanted.

Event description:
A healthcare professional reported a patient experienced right side the events of ¿ruptured¿ and ¿extreme pain¿. Patient¿s representative reported the patient experienced ¿bilateral rupture; found to have ruptured and leaked contents into surrounding tissue (B)(6) 2019¿, ¿multiple breast cysts and the need for frequent radiological investigation¿, ¿increase pain¿, ¿skin-stretching¿, ¿nipple will not come out¿, ¿discoloured areola¿, ¿inability to lay down n my side¿, ¿need to brace side breast¿, ¿inability to lay on stomach¿, ¿need to support rib cage when getting a massage¿, ¿frequent need to undergo massage therapy to alleviate pain radiating from breast to shoulder¿, ¿dropping / sagging breast¿, ¿anxiety¿, ¿depression¿, ¿emotional stress disorder¿, ¿embarrassment¿, ¿social withdrawal¿. The device was explanted.

Event description:
A healthcare professional reported a patient experienced right side the events of ¿ruptured¿ and ¿extreme pain¿. Patient¿s representative reported the patient experienced ¿bilateral rupture; found to have ruptured and leaked contents into surrounding tissue (B)(6) 2019¿, ¿multiple breast cysts and the need for frequent radiological investigation¿, ¿increase pain¿, ¿skin-stretching¿, ¿nipple will not come out¿, ¿discoloured areola¿, ¿inability to lay down n my side¿, ¿need to brace side breast¿, ¿inability to lay on stomach¿, ¿need to support rib cage when getting a massage¿, ¿frequent need to undergo massage therapy to alleviate pain radiating from breast to shoulder¿, ¿dropping / sagging breast¿, ¿anxiety¿, ¿depression¿, ¿emotional stress disorder¿, ¿embarrassment¿, ¿social withdrawal¿. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and extreme pain. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side, "suspected implant rupture and extreme pain". The device has been explanted.